Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by for MFR, and to provide the completed investigation results. One used 6 fr angio-seal evolution device was returned for evaluation. The carrier tube/handle assembly was returned mated with the hemostasis sheath. No other accessory components were returned for analysis. Visual inspection revealed that the handle assembly was mated with the hemostasis sheath and the tamper tube was completely exposed. The compressed collagen hung at the tip of the tamper tube. The anchor could not be located and was likely detached from the suture/collagen. The device was in full rear lock position and both the colored bands were visible on the deployment sleeve. The device was visually inspected and there was a kink noted near the hub of the sheath. The button of the device was hard upon receipt. No anomalies were noted. The body of the device was disassembled to observe if any anomalies existed with the gearbox assembly. No anomalies were noted. Functional testing was performed. The button was pressed, and the suture unwound as intended. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the excessive withdrawal forces experienced due to the suture not unspooling. The unspooling issue likely occurred due to the failing to depress the button on the handle of the device. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Tthe actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the patient underwent a heart catheterization via femoral access with a 6fr procedural sheath. The patient was deemed suitable for angio-seal evolution closure. Closure was attempted by staff radiologic technologist with a 6fr angio-seal evolution. The closure went well up until point of pulling device back to seal, some resistance was encountered and then the whole closure device came out of patient. Staff inspected the angio-seal unit and confirmed that anchor plate was still attached to suture. Manual pressure held to achieve hemostasis. A 6fr procedural sheath was used. There were not issues obtaining arterial access. The patient was reported to be in stable condition. The procedure outcome was successful.